Event description:
The healthcare professional reported the pt was evaluated because she had strained her back lifting and had some sciatica. The review of the device showed that the ins was off (pt stated she felt stimulation). Therapy use showed 100% daily use; daily use showed off since three months before (each day was checked). The healthcare professional had similar cases and was considering the possibility of the problem being related to the clinician programmer.

Manufacturer narrative:
(B) (4)